Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that after the sensor was punctured, the lamp did not blink, so the sensor was removed and there was no electrode. No further details were given. The customer will return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base and the sensor was returned intact. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.